Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/09/2014: cracked case, dim and discolored display.

Manufacturer narrative:
Submitted: 01/22/2014. Device evaluation: on examination the keypad cover was noted to be torn across the ok button extending around the down arrow button and to the bottom of the up arrow button. The button contacts were exposed. There was no moisture damage inside the battery compartment. On testing, all the keypad buttons were responsive and functional. The keypad cover was removed for investigation and did not reveal any defect, damage or contamination of the button contacts. The battery compartment was cracked below the finger pad extending down to the primary seal. On testing, there was no power loss. The display screen was noted to be dim, faded and discolored. Adjustment of the contrast setting did not resolve the issue.